Event description:
During laparoscopic nissen fundoplication and hernia repair procedure har36 device stopped activation and alert screens appeared on the generator.note: we have had 3 additional incidences since this case occurrence for a total of 4 cases over the last 4 months. All cases involved the rotation of the device.